Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 627747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), gastrointestinal disorder ("gi conditions"), psychological trauma ("psych injury"), nervous system disorder ("neuro condition/problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and dyspareunia had resolved and the gastrointestinal disorder, psychological trauma, hormone level abnormal, nervous system disorder and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, nervous system disorder, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, hormonal changes, neuro condition/problems, fatigue, gi conditions, psych injury. Previously reported essure insertion date : (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 627747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), gastrointestinal disorder ("gi conditions"), psychological trauma ("psych injury"), nervous system disorder ("neuro condit/problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and dyspareunia had resolved and the gastrointestinal disorder, psychological trauma, hormone level abnormal, nervous system disorder and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, nervous system disorder, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, hormonal changes, neuro condit/problems, fatigue, gi conditions, psych injury previously reported essure insertion date : (B)(6) 2009. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received : event "essure and ablation performed on same day", lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), gastrointestinal disorder ("gi conditions"), psychological trauma ("psych injury"), nervous system disorder ("neuro condit/problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and dyspareunia had resolved and the gastrointestinal disorder, psychological trauma, hormone level abnormal, nervous system disorder and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, nervous system disorder, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, hormonal changes, neuro condit/problems, fatigue, gi conditions, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- event injury updated to pelvic pain, new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, hormonal changes, neuro condit/problems, fatigue, gi conditions, psych injury were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.